Manufacturer narrative:
Tracking number: (B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the device jaw was placed over cystic duct and clipped. Clips scissored were removed from abdomen and placed in small jar. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.